Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced no audio output. Patient was advised to test the alert functionality and reported tone alerts were not functional, however, the receiver did vibrate. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).